Event description:
According to the available information, the altis sling was loaded on the trocar and ready for implantation. As the first static anchor was attempted to be implanted on the patient's left side, the trocar tip hit the patient's pubic ramus. The tip bent but did not break off. The surgeon removed the trocar and sling from the patient's body, and the first sling was never implanted. Another new altis sling product was opened, and the new sling was successfully implanted with the new trocars. There was no injury to the patient. Following the procedure, it was noted that the tip of the trocar had broken off [separated] and was not with the rest of the device. It is unknown when the separation occurred.

Manufacturer narrative:
The right introducer was the only component received for evaluation. Examination of the introducer revealed the tip to be detached and not returned. Microscopic examination revealed the surfaces of the detachment site to be rough and irregular, indicating stress was exerted. The information received indicated during the procedure, the trocar tip hit the patient's pubic ramus, the tip bent but did not break off. Examination noted a detached tip from the right introducer; however, it is unclear when the tip broke off. The introducer tip may bend if it is pushed onto something hard such as bone, which indicates the introducer may not have been in the proper place to insert the anchor. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, the altis sling was loaded on the trocar and ready for implantation. As the first static anchor was attempted to be implanted on the patient's left side, the trocar tip hit the patient's pubic ramus. The tip bent but did not break off. The surgeon removed the trocar and sling from the patient's body, and the first sling was never implanted. Another new altis sling product was opened, and the new sling was successfully implanted with the new trocars. There was no injury to the patient. Following the procedure, it was noted that the tip of the trocar had broken off [separated] and was not with the rest of the device. It is unknown when the separation occurred.